Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer's blood glucose was 150 mg/dl and her sensor glucose was 43 mg/dl. Customer stated that the pump was alarming threshold suspend. Customer stated that she inserts in the stomach area only. Customer has experienced bent cannulas over a month ago if not longer. Customer stated that she changed the sensor last night and the pump alarmed meter blood glucose now and threshold suspend. Customer was not sure of the alarm. Customer's blood glucose was 202 mg/dl customer stated that the bolus wizard was not working and the pump did not give insulin. Customer stated that the pump alarmed of a low while she was on the phone. Customer was advised to monitor the issue and call back if the bolus wizard concern recurs.